Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an end of service message seen on the patient programmer on (B)(6) 2017. There has been a loss of stimulation with a return of target back pain. The patient can hardly walk because of the pain. The patient felt a pinching and burning sensation at the implant site which started at the same time. It feels like an annoying ache, almost like it moved. There was no trauma or fall related to the issue. The patient keeps in shape by doing low impact activities and she walks about 8000 steps per day. There was an allegation of dissatisfaction with implantable neurostimulator longevity. The patient was told that the implantable neurostimulator would last longer than it has. The patient was looking to have the implantable neurostimulator replaced due to the end of service. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.